Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports right side rupture diagnosed with an MRI. The device has been explanted.

Event description:
Physician reports right side rupture diagnosed with an MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, the device was broken shell and red particles material on the shell/gel. Unable to confirm, if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Physician reports, right side rupture. Diagnosed with an MRI. The device has been explanted and replaced.